Event description:
As reported by the edwards field clinical specialist (fcs), a 23mm sapien valve was found to have a small cut/tear in one of the leaflets. The valve will be returned to edwards for evaluation. Per report, upon initial inspection, the valve appeared to be fine, but when then valve was pre-crimped to the 2 o'clock position and the final positioning was being done to complete the crimp, the fcs noticed a small cut/tear on one of the leaflets. There was no unusual trauma to the valve during prep. It was assumed that the cut was too small to be easily seen on inspection, the lights were turned up at the fcs¿s request and it was then when the defect was noticed. It was decided not to implant the valve, and another valve and delivery system was prepped. The second sapien was successfully implanted 50:50 within the annulus. Per the fcs, it is possible the valve was defective in the jar, or the cut/tear somehow happened during the initial preparation of the valve. All other equipment had no apparent defects including the delivery system and crimper; the crimper was used to prep the second valve that was eventually implanted in the patient. There were no tools used to rinse the valve, only clamps were initially used to grab the upper bar on the fame to remove the cage from the jar.

Manufacturer narrative:
The 23mm sapien valve was returned to edwards for evaluation. The valve was received in a used condition; however not used in the patient. Per the complaint description, the valve was pre-crimped, however, the returned valve appeared to have been expanded post-crimping, as evidenced by a slight flaring of the frame observed on the outflow side. The valve was visually inspected under magnification. A small, smooth cut was observed on the free edge of one leaflet. There was no other defect/damage observed on the frame, skirt, or leaflets of the valve. The valve was functionally tested for leaflet coaptation in a backpressure leakage system; results were within the allowable specification. The engineering evaluation of the returned device confirmed the complaint of a cut on one of the leaflets. However, due to the condition of the returned device, it cannot be concluded that this device was shipped with a manufacturing non-conformity; the valve was returned in a used condition (the valve was crimped and expanded during prep). Per the complaint description, the cut on the leaflet was only seen after the valve had been partially crimped and was being placed on the delivery system. There are opportunities during preparation and handling of the valve where damage could have occurred. The clean nature of the cut suggests that the leaflet came in contact with a sharp object at some point during handling. A review of the manufacturing process was performed to identify possible areas where this cut could have occurred. During the manufacturing process of the sapien valves, the use of scissors or sharp objects where tissue is handled is followed by inspection/verification points where the integrity of the tissue is verified. The cut could not be replicated on a sample valve using inspection tools used in production (e.g. Forceps and tweezers). All valves are inspected and 100% tested for coaptation prior to termination. It is highly unlikely that the valve was shipped with the observed cut as there are multiple inspections in place during manufacturing that would have caught this defect if it was present during manufacturing. Although no manufacturing non-conformity could be confirmed, awareness training was performed with the assembly operators to review images of the complaint device and possible contributing causes. In addition, the operators involved in valve inspection were also re-trained to the ¿torn tissue¿ criteria. In this case, the reported complaint was confirmed, but due to the condition of the returned device and the inability to replicate the failure, it cannot be determined if a manufacturing non-conformance contributed to the complaint event. The available information suggests that procedural factors may have caused or contributed to the event. No labeling or IFU inadequacies have been identified. A review of the complaint history for sapien valves revealed no similar complaints. The lot history review did not reveal any similar complaints under the same lot. Therefore, corrective and preventative action will be limited to the awareness trainings already provided.

Manufacturer narrative:
The complaint device was returned to edwards for evaluation. During the initial evaluation of the valve, a small cut was observed on the free edge of one of the leaflets. The engineering evaluation of this device is ongoing.

Manufacturer narrative:
Investigation of this event is ongoing. The device will be evaluated upon receipt.